Manufacturer narrative:
A3b) patient gender - not available from facility. A4) patient weight - not available from facility. A5/a6) patient ethnicity and race - not available from facility. B6/b7) patient information regarding relevant tests/laboratory data or medical history - not available from facility. D4/h4) the lot number was not provided, thus the following information is unknown: device serial number, unique ID, expiration date, and manufacture date. H3) the glidelight was discarded, thus no product investigation was performed. H6) per IFU, perforation is listed as a potential adverse event with use of the glidelight device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a left ventricular (lv) lead, a right atrial (ra), and right ventricular (rv) lead due to bacteremia. Spectranetics lld lead locking devices (llds) were inserted into each lead to provide traction. Utilizing multiple spectranetics tools (16f glidelight laser sheath, 13f tightrail rotating dilator sheath (long), and 13f tightrail sub-c rotating dilator sheath), the ra and rv lead were removed successfully. Then, with the same 16f glidelight on the lv lead, the lead was removed; however, the patient's blood pressure declined. Rescue efforts began, including pericardiocentesis and sternotomy. A coronary sinus perforation was discovered and repaired, and the patient survived the procedure. This report captures the 16f glidelight device in use when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.